Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level ranged between 100-150 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.